Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/30/2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.